Event description:
The user received low calcium results from the integra analyzer when compared to the other integra at the site. The user provided data for 25 patient heparin samples, of which two were discrepant. Sample 1 initial result was 7.5 mg per dl, result from the other integra was 8.3 mg per dl. Sample 2 initial result was 8.7 mg per dl, result from the other integra was 9.6 mg per dl. The initial results were not reported. The results from the other integra were reported and believed to be correct. The field service representative determined there was a carryover and fluidics issue and replaced the syringe valves. He verified the cleaner valve operation, checked the inner and outer probe wash, decontaminated the system, swapped the reagent transfer controller pcbs and performed a code download. He replaced the sample transfer chain cables and re-flared the reagent tubing. To verify the analyzer operation, he ran precision and check test with acceptable results. He ran several patients and all results matched the other integra analyzer.